Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26547. It was reported the patient experienced pain when stimulation was increased during the post-operative programming session. An x-ray was taken and confirmed the newly implanted leads have migrated out of the epidural space. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace the leads which resolved the issue.